Manufacturer narrative:
(B)(4).

Event description:
It was reported that burr detachment occurred. A 1.25mm rotalink plus was selected for use. During an atherectomy of the right coronary artery, the burr became detached and was stuck in the artery not attached to any catheter. They advanced a non bsc guide extension catheter proximal to the burr, pulled the rotawire into the guide extension catheter with the burr on it and removed everything. The procedure was completed with a different device. No patient complications reported and the patient's condition is fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The rota plus unit was returned with a catheter and a 6f guideliner. On visual inspection it was noted that the proximal coil was cut and stretched. A guide-wire was advanced through the catheter, no burr was returned. The burr was not returned to cis with the device. No other issues or defects noted on the device analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that burr detachment occurred. A 1.25mm rotalink¿ plus was selected for use. During an atherectomy of the right coronary artery, the burr became detached and was stuck in the artery not attached to any catheter. They advanced a non bsc guide extension catheter proximal to the burr, pulled the rotawire into the guide extension catheter with the burr on it and removed everything. The procedure was completed with a different device. No patient complications reported and the patient's condition is fine.